Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was sent to the emergency room due to loss of motor function and sensation in the legs. The patient's system was explanted. Additional information pending.